Event description:
It was reported that this pacemaker and the non-boston scientific right atrial (ra) and right ventricular (rv) leads exhibited oversensing of noisy signals and pacing inhibition. The pacing inhibition was greater than two seconds, but no asystole was observed due to the patient's intrinsic rhythm coming through. The oversensing caused inappropriate atrial tachy response (atr) episodes. Technical services (ts) observed both leads were programmed to unipolar configuration. The leads were older and epicardial. Ts suspected the noise was due to myopotentials or non-physiologic lead noise. Ts also observed a decrease in amplitude. Also, the rv lead exhibited a jump in pacing impedance from 400 ohms to 1100 ohms. Ts suspected a possible insulation breach. The field representative discussed that the plan was to continue to monitor because the patient was not device dependent. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.